Event description:
The device was plugged in and would not work. The device was unplugged from it's power source and plugged back in but would not burn or heat. A new device was given to the field and worked just fine.